Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that the ptm (personal therapy manager) app was getting stuck at 90% and could take up to four minutes to connect, and it had gotten worse over time. The hcp also reported that the patient saw codes when trying to connect. A replacement handset was requested from the repair department because the ptm was getting stuck at 90% and the patient reported seeing various codes when trying to connect. No patient injury reported.